Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported a 66-year-old male patient placed on 5.5 support as care was escalated from intra-aortic balloon pump for the coronary artery bypass graft (CABG) procedure. It was reported that on day 5 of support the patient was prepped for CABG and an air embolus was noted on the echocardiogram. The patient was removed from the bypass pump and the air resolved. The patient remained on support for 17 days until weaned and explanted.

Manufacturer narrative:
Section b5, g2 and h6 were updated as per additional information received.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured hemolysis with a "possible" relationship to the impella device used: ¿per md note in chart: hemoglobin stable, likely has mild hemolysis in the setting of being on impella¿. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation into the embolism and the hemolysis issues has been completed since the original report was submitted. The product was not returned for investigation. The root cause of the embolism and the hemolysis issues was not determined since product was not returned and insufficient clinical information related to the incident provided.